Event description:
The olympus representative reported the visera 4k camera control unit displayed an error code e118 message. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customers allegation of the e118 error code could not be reproduced. Since the customers allegation did not reproduce, it did not lead to the identification of the factor in which the failure occurred; a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.